Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during it was found that at the end part of the fiber laryngoscopy using the subject device at the user facility, it was found that the angulation at the bending section of the subject device was locked and could not be released. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report # 8010047-2021-11003. Olympus medical systems corp. (Omsc) confirmed that there was no MDR reportable malfunction or adverse event.